Event description:
As reported, the withdrawal indicator window of a 5f exoseal vascular closure device (vcd) did not change color. After withdrawal from the body, the guidewire loop was found to have not come out. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure and the approach taken was retrograde. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was 5f non-cordis. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, nor was there stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. Exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the withdrawal indicator window of a 5f exoseal vascular closure device (vcd) did not change color. After withdrawal from the body, the guidewire loop was found to have not come out. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure and the approach taken was retrograde. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer (csi) used was 5f non-cordis. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and there was no access vessel tortuosity. There was no stent near the puncture site, nor was there stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. Exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. A non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed, and the guard was locked. The plug was in its manufactured position, and the indicator wire was found retracted. The csi was not returned for this evaluation. The indicator window was in the black/white/red position. During this visual analysis, even though the deployment lever was not depressed, the indicator window showed a black/white/red position while the sealant was still mounted in its manufactured position. Additionally, a kink was observed on the delivery shaft 5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was found to be within specification, and the measurement was taken with a calibrated micrometer. A high-magnification evaluation was performed on the internal mechanism of the device. During this evaluation, it was observed that the deployment lever mechanism was already advanced, and the lock-out system was no longer in the manufactured position that prevents the deployment lever from advancing. Loose black material debris was observed on the lock-out plate, indicating that excessive force was likely applied to the deployment system to change the indicator window position. Additionally, the deployment lever button showed evidence of a fractured condition, which could also result from the excessive force applied to inadequately activate the deployment system. The functional deployment simulation evaluation could not be performed, as the indicator wire was already retracted due to the actioned state of the unit, confirmed by the indicator window position and the deployment lever advancement detected during the internal mechanism evaluation. The product was also evaluated by the product engineering team (pet), and it was agreed that the evidence observed in the microscopic analysis strongly led to the conclusion that the unit was forced in an inadequate manner, compromising the deployment lever mechanism. The reported event of ¿indicator wire-deployment difficulty-unable¿ was observed through analysis of the returned device since the indicator wire was not deployed and the deployment lever was not depressed. Based on the information available for review and product analysis, procedural/handling factors, such as applying excessive force to the deployment button prior to proper placement of the internal mechanism, likely contributed to the issue experienced as evidenced by the activated deployment mechanism along with the advanced deployment lever, the presence of loose debris on the lock-out plate, and the fracture evidence on the deployment lever button. This led the investigation and pet to consider that inadequate actioning of the device could be related to the state of the unit received. Additionally, the kinked/bent condition of the shaft was likely due to procedural/handling factors and could have contributed to the issues experienced if the indicator wire did not deploy during use in the patient. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Also, since the deployment mechanism was noted to be activated, it is possible that the indicator wire was in the retracted position when it was noted by the user. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Also, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.